Event description:
Allegedly, product broke after implantation. Dpm reported patient non-compliant with weight bearing restriction post-op. Not sure how long mtp plate was broken. Dpm removed hardware.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in our package insert. The report will be updated when the investigation is complete.